Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag and loaded in catheter, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device returned inside the catheter; the device was removed from the catheter and presents the body kinked at 138.2cm approx. From the proximal end. Dimensional inspection: all the outer diameter (od) taken are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that the catheter was trapped on the guide wire. Vascular access was obtained via the right groin using a long 45cm non-bsc sheath advancing over to the aortic bifurcation. The target lesion was located in the left superficial femoral artery (sfa). Following advancement of a 300 cm v-18 guide wire through the non-bsc sheath, a 5.0mmx40mmx135cm (4f) sterling¿ balloon catheter was then selected and advanced to the target lesion. The physician noticed that it felt "gritty" to advance but continued advancing the balloon and inflated it at 6 atmospheres for 60 seconds. Upon deflation, it was noticed that the balloon would not deflate. An encore inflation device was used to deflate the balloon, then tried another unspecified inflation device, then a 20 ml syringe, then a 109 ml syringe but all failed despite multiple measures. After 8 minutes, the physician decided to cut the balloon at the hub to deflate it and very slowly it came down. The balloon and the wire were removed together as a system. The procedure was completed. No patient complications were reported and the patient's status was stable.

Event description:
Same case as: MDR ID 2134265-2014-00972. It was reported that the catheter was trapped on the guide wire. Vascular access was obtained via the right groin using a long 45cm non-bsc sheath advancing over to the aortic bifurcation. The target lesion was located in the left superficial femoral artery (sfa). Following advancement of a 300 cm v-18 guide wire through the non-bsc sheath, a 5.0mmx40mmx135cm (4f) sterling balloon catheter was then selected and advanced to the target lesion. The physician noticed that it felt "gritty" to advance but continued advancing the balloon and inflated it at 6 atmospheres for 60 seconds. Upon deflation, it was noticed that the balloon would not deflate. An encore inflation device was used to deflate the balloon, then tried another unspecified inflation device, then a 20 ml syringe, then a 109 ml syringe but all failed despite multiple measures. After 8 minutes, the physician decided to cut the balloon at the hub to deflate it and very slowly it came down. The balloon and the wire were removed together as a system. The procedure was completed. No patient complications were reported and the patient's status was stable.